Event description:
It was reported that the patient experienced pain and swelling at the implant site due to an infection. The patient was prescribed with sulfamethoxazole antibiotic by the physician. It was also noted that the patient had difficulty charging the implantable pulse generator (ipg). No further information has been obtained.